Event description:
The customer states that the case was broken and the power cord was cut. The unit was returned to a covidien service center. Upon triage, a service tech found that the unit had an exposed copper power cord wire.

Manufacturer narrative:
One scd express was returned for investigation. The unit was inspected and found to have the edge of the rear housing and the power cord where it is install into the unit to be cut which caused the copper wiring to be exposed, confirming the reported condition. There was no signs of arcing to the exposed copper wiring indicating the unit was not connected to live circuit. However, the exposed wires produce a high risk hazard of an electrical shock to the clinical staff and patient. The root cause of the damaged rear housing and power cord can be attributed to user damage. The power cord and rear housing were replaced to address this problem. The unit was then tested in triage where it failed for displaying a battery error, identifying another defect with the unit. An internal inspection isolated the cause of the battery error failure to corrosion on the control pcb caused by contamination of an external substance. The failure can be attributed to fluid invasion caused by excessive cleaning solution seeping into the unit through the vent. The scd express cabinet can be cleaned with a soft cloth dampened with water. If necessary, a mild disinfectant and/or detergent can be used; excess fluid should be avoided. The controller should be wiped with a clean, dry cloth afterward and allowed to completely dry before being powered on. Do not immerse in any liquid. The scd express compression system cannot be effectively sterilized by liquid immersion, autoclaving, or eto sterilization, as irreparable damage to the system can occur. The control pcb assembly was replaced to correct the problem. The unit was then fully tested and found to function normally and within specifications. The scd express compression system was manufactured in 2006. All device history records are reviewed for quality inspections and parameter compliance to releasing the product for shipment.